Manufacturer narrative:
Infection was added as a patient code, which was not included in the initial report.

Event description:
Related manufacturer reference numbers: 3006705815-2019-01981. 3006705815-2019-01982. 1627487-2019-06215. Additional information was received that patient's infection did not resolve. As a result, surgical intervention was undertaken wherein the system was explanted.

Event description:
Related manufacturer reference numbers: 3006705815-2019-01981. 3006705815-2019-01982. 1627487-2019-06215.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2019-01981, 3006705815-2019-01982, 1627487-2019-06215. It was reported that the patient developed a suture abscess and was hospitalized. As a result, the patient had an incision and drainage procedure at the lead site on (B)(6) 2019 and was prescribed antibiotics.